Manufacturer narrative:
On 6/4/2019, mentor became aware that the suspect medical device was discarded upon explantation due to its condition. The complaint device has been discarded. As a result, no product failure analysis can be conducted on the device, however a photo was provided. On 6/4/2019, the product investigation was completed. Device investigation summary: according to the information provided, the patient experienced rupture on a right breast implant. However, it was not possible to perform a proper product investigation since the implants were not returned. Nonetheless, the customer provided some pictures of the actual implants involved in the complaint. Based on the pictures, the implant appear severely rented. The complaint was confirmed. No further investigation can be performed at this time. No corrective actions are required. Complaint will be closed. If the complaint device is received in the future, the complaint will be reopened and an investigation will be performed accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 425cc mentor memorygel breast implant catalog: 3504251bc lot: 7384433 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a 450cc mentor memorygel breast implant on the right side, suffered implant rupture post-operatively. As a result, the patient underwent unilateral removal and replacement with a 450cc mentor memorygel breast implant on (B)(6) 2019.